Event description:
The complainant alleged that during pt set up the device displayed "check pads", "poor pad contact" and the alarm was sounding. The complainant did not indicate there was any adverse effect to the pt as a result of this reported malfunction.